Event description:
It was discovered during service and repair pre-testing that the motor device had " power broken, low rotations per minute (rpms), a male contact pin pushed in, a loose set screw, a worn out hose and a frayed cable." The alleged malfunctions were observed during testing. Therefore, the device was not used in surgery. No injuries or medical intervention were reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned without an alleged malfunction. During pre-repair testing it was observed that the device had " power broken, low rotations per minute (rpms), a male contact pin pushed in, a loose set screw, a worn out hose and a frayed cable." (B)(4) evaluated the device and it was confirmed that the device did not meet manufacturing specifications. Evidence indicates the was due to normal wear over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.